Event description:
It was reported that during a colon resection, the two devices tore while insertion into a 5mm site, they tore in half. No pieces fell into the pt. The procedure was converted to an open which resulted in a longer incision. The procedure was prolonged by approximately thirty minutes. Another device was used to complete the procedure. Add'l info has been requested.

Manufacturer narrative:
Info anticipated, but unavailable at this time.